Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: synergy ous, mr, 2.5 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; struts were distorted and severely stretched. The undamaged proximal stent od (outer diameter) was measured and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the first distal diagonal of the left anterior descending artery. A non-bsc stent was advanced to cross a previously implanted proximal stent in the bifurcation of the diagonal artery but failed. A 2.50 x 16 synergy drug-eluting stent was then attempted to advance; however, the stent became stuck. When the device was removed, the stent struts were totally deformed. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the first distal diagonal of the left anterior descending artery. A non-bsc stent was advanced to cross a previously implanted proximal stent in the bifurcation of the diagonal artery but failed. A 2.50 x 16 synergy¿ drug-eluting stent was then attempted to advance; however, the stent became stuck. When the device was removed, the stent struts were totally deformed. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.